Event description:
The customer complained that there was incorrect couch movement when the load pedal on multifunction footswitch was used. The initial investigation indicated that on the first press of the load pedal, the couch moved correctly (up and in). When the user released the pedal the motion stopped. When the user pressed the load pedal again, the couch moved out and down instead of up and in. Field service engineers found that the gantry rear control panel was causing the problem and disconnected it. A replacement part has been ordered. There was no report of death or serious injury.

Manufacturer narrative:
We will file a follow-up MDR at the completion of the investigation. (B)(4).